Event description:
It was reported that during an unknown procedure, the device was removed from the patient and a piece of the pad fell off the device. The piece did not fall into the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.